Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that atrial events were being double counted resulting in inappropriate pacing by the right atrial (ra) lead. It was also noted that there was high and rising right ventricular (rv) lead thresholds and diminished r-wave sensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.